Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was performed to treat a de novo coronary lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. It was reported that while performing coronary angioplasty with the 3.0 x 28 mm xience v, a distal edge dissection was observed. The pressure applied was equal to the rated burst pressure. A xience pro was used to cover the lesion. There was no reported clinically significant delay in the procedure. No additional information was provided.